Event description:
(B) (6). The customer contact reported device breakage, subsequently blood loss was noted. The tubing set was connected to an unspecified microclave connector and was being used to deliver normal saline, and an unspecified medication. After two days in use, it was reported that a 10ml syringe filled with transfused blood was connected to the secondary port on the tubing set cassette. It was reported that thirty minutes after the transfused blood delivery was initiated, leakage was noted at the connection of the option-lok male adapter and the microclave connector. It was reported that 0.5ml to 1.0ml of blood loss was noted. The tubing set was replaced and the therapy was resumed. The customer contact indicated that after the tubing set was removed, it was noted that a piece of the option-lok male adapter of the tubing set remained lodged in the microclave. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).